Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device was identified to be broken off while in the sterile processing department of the user facility. No patient involvement or procedural delays were associated with this event.

Event description:
It was reported that the tip of the device was identified to be broken off while in the sterile processing department of the user facility. No patient involvement or procedural delays were associated with this event.